Manufacturer narrative:
(B)(4). Date of event is unknown. Batch # unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested but not received: was any surgical or medical intervention required? If so, what was done? Was there any bleeding or anastomotic leakage? If so, what was done to control it? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)

Event description:
It was reported that during an unknown procedure, the staple popped out from the staple line. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).batch # t5av7w. Device analysis: the analysis results showed that one gst60d cartridge reload was returned unfired with 10 double drivers and 1 single driver missing, making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged from left proximal side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.